Manufacturer narrative:
This report is being submitted to capture the potential risk that the monitor poses to a patient by falling off the wall. As stated in describe event or problem, additional information concerning any potential patient(s) or procedure(s) has been requested, but no response has been received at this time. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high definition lcd monitor along with the plastic covering has fallen off the ceiling arm. Additional details relating to possible patient(s) and event(s) have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.